Manufacturer narrative:
The biomed tech reported that the device was noted to have a broken top hinge on the platen that was replaced in the biomed dept and placed back into service.

Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported the pump module infused at a higher rate than it was programmed to infuse on a patient. There was no report of patient harm.